Event description:
Additional information: per the healthcare provider, the event has occurred in 2008; "patient's pump is not malfunctioning."

Event description:
Additional informaiton received later reported that the paitent did not have concerns with device or therapy.

Event description:
It was reported the patient experienced "morphine withdrawal for a week". The catheter was kinked. At a refill the healthcare provider (hcp) extracted all the medication that was put in. It was stated that the pump had turned over twice and was flipping; it was re-stitched to stay in place. A follow-up report will be sent if more information becomes available.

Manufacturer narrative:
Catheter model 8709, (B)(4), implanted: 2003 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).